Event description:
Customer reported getting erratic readings from their freestyle meter. Several comparison tests were performed with the freestyle meter and the highest and lowest results were 151 mg/dl and 18 mg/dl.